Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure the device was difficult to remove from the patient as the array would not retract all the way upon exit of cervical canal. Upon investigation of the device, it was noted that the sheath was crumpled. No patient injury reported.